Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026 the cgm values were ¿150 mg/dl off.¿ at an unspecified point during the inaccuracy, he checked his bg level with a glucometer, and the bg value was 374 mg/dl. At some point the cgm value was 223 mg/dl. For this event symptoms included nausea, and loss of consciousness. He was transported to the hospital and received unspecified treatment for dka, hypothermia, and ¿loss of breath¿ which is presumed to mean labored breathing. Treatment included potassium and ¿a lot of vitamins¿ to stabilize his condition. No other medication was specified. He remained at the hospital more than 24 hours. At the time of the initial call with the tech support rep on (B)(6) 2026 the call was disconnected. After several attempts to contact the patient were unsuccessful, contact was made in a follow-up call by tech support on (B)(6) 2026. At that time clarification of event details was requested. He indicated he was unwilling to provide any other information for either event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 150 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.